Event description:
Caller reported an insulin gauge displayed an amount different from expected, experiencing a fill estimate issue with [+60] units instead of the expected [230] units. There was no reported impact to the customer¿s blood glucose level. Technical support educated the caller on the accuracy of positive values and instructed delivering a 10.2 unit bolus to affect the iob; the caller acknowledged this guidance. After the bolus, the gauge showed [+120] units versus an expected [180]. The caller completed steps to ensure proper cartridge setup but declined loading a new cartridge, opting to continue using the current one and follow up if necessary.